Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and they were not feeling well. The customer's blood glucose was 595 mg/dl at the time of incident. The customer's mother stated that they took manual injections to bring the high blood glucose down. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.